Event description:
The caller reported a malfunction on the pump, identified by a specific malfunction code. There was no reported impact on the customer's blood glucose level. Technical support provided information to reset the pump, and the caller successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurred, and they acknowledged and understood these instructions.